Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the visual inspection and functional test performed on the returned device, the device did not meet the standard specification. Based on the results of the investigation, and because abnormality occurred on the communication with scope due to video connector failure. It is likely the cause of the failure was an effect of damage caused by fatigue due to repeated operation or malfunction due to stuck of motor. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had a light guide connector failure. The issue occurred during an unspecified procedure. The procedure was completed without delay. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.